Event description:
It was reported that the bd angiocath 22ga x 1,00in catheter broke/separated after placement. The following information was provided by the initial reporter translated from portuguese to english: catheter with quality deviation. Breaking after peripheral puncture of the patient, does not offer patient safety. "Crack, breakage of the product or part of it."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot number 3241985. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. However, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.